Event description:
It was reported that the pt had no problems with his cochlear implant until (B)(6) 2012. Then his family complained that the pt's hearing was bad. Testing showed that impedance values were significantly increased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.